Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported differences in the sensor glucose readings versus blood glucose readings. Sensor glucose reading 57, blood glucose reading 203 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. No additional info was provided.